Event description:
It is reported that the device was implanted in 2006. Ten weeks later, some of the cables failed and were removed and replaced. Plate fractured due to a non-union femur and was revised on approx one a half months later.

Manufacturer narrative:
Evaluation summary: there is no information on the patient weight and activity level during this incident. Since there was a non-union, the patient is expected not to put weight on the plate and is not to have normal activities without any support. The exact cause is unknown. Plate fractured near mid-point. Device meets specifications where measured. Scanning electron microscope examination showed fatigue striations indicating fracture occurred by fatigue. Energy dispersive spectroscopy analysis showed fe, cr, ni and mo elemental peaks typical of a 316l sst. Device history records are intact, conforming and indicate manufacture to specification.